Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The lot history record and similar incident query for this product/lot was not reviewed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported tip separation appears to be related to operation circumstances of the procedure. It is likely that during advancement and/or pre-dilatation of the anatomy, the guide wire inadvertently kinked against the anatomy or other devices used resulting in the reported separation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a lesion with heavy calcification and no tortuosity in the iliac artery. A non-abbott balloon catheter was advanced over the sparta core guide wire to the target lesion without resistance. After pre-dilatation, the balloon catheter was removed, and it was noted that the guide wire separated 3 to 5 cm from the tip. The separated portion was retrieved from the anatomy via a snare device. There was no resistance noted during removal of the balloon catheter. The procedure was completed using another new guide wire and a stent implanted successfully. No additional information was provided.